Manufacturer narrative:
The full number for the product in question is bk020053 (1/27/03). The immucor laboratory tested retention product on 11may2017, which performed as expected. Immucor technical support used a remote electronic connection method to assess the instrument test well image in question on (B)(6) 2017, and determined that the instrument test well image in question was visually negative, with no red blood cell adherence. An immucor field service engineer (fse) visited the customer site on 05may2017 to assess the testing instrument and found the instrument to be operating as expected. The fse proactively replaced the instrument syringes.

Event description:
On (B)(6) 2017, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells on a galileo echo instrument.